Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions that the quick coupling device opened when in use causing the burr device not to stay in position, the locking part is defective, the connecting part does not function properly, and the attachment is difficult to unlock /take off from device was confirmed. An assessment was performed on the device which found that the chuck had seized and was heavy moving. It was further noted that the drill chuck was blocked. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device opened when in use, causing the burr device not to stay in position. According to the report, the locking part was defective. It was further reported that the connecting part did not function properly as the attachment was difficult to unlock/take off from the device. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.